Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 612 mg/dl at the time of the incident. The customer was at 450 mg/dl at the time of the call. The customer used manual injections to treat. The customer experienced symptoms such vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined, but the pump passed the displacement test. The customer reported air bubbles in the set tubing. The insulin pump will not be returned for analysis.